Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 258 mg/dl. Contact stated elevated bg levels are due to the customer eating "fatty foods", and the settings are still being adjusted. Customer delivered a bolus to bring bg levels to target range.